Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws did not close correctly. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Corrected section: date rec'd by MFR: changed to may 25, 2018. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. Microscopic inspection showed the heater wire was flexed away and detached from the tip down to the lower portion of the hot jaw, but remained attached to the base. Traces of charred tissues were observed on the jaws. The silicone insulation appeared intact with no signs of cracks nor delamination. A mechanical evaluation was performed. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open and close with no difficulty. However, it was observed that the jaws remained partially opened due to the flexed heater wire at the center of the hot jaw, creating an obstruction preventing the jaws from closing correctly. Based on the returned condition of the device and the evaluation results, the reported complaint that the jaws won't close correctly was confirmed due to the analyzed failure mode "bent wire" which was also confirmed. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws did not close correctly. A replacement device was used to complete the procedure. There were no consequences or impact to the patient.